Event description:
PICC line placed in 2007 and being used without problems up until the following month when patient went to have a CT scan with contrast. During injection of the contrast, the PICC line "ruptured", requiring removal and re-insertion of line.